Event description:
Customer called to report that the immage 800 immunochemistry system generated falsely positive rheumatoid factor (rf) results when using immage system rheumatoid factor (rf) reagent, lot m101865 and lot m012376. Customer stated that results appeared abnormal, and that physicians flagged them as abnormal as well. Customer stated that results were reviewed, but not repeated. Customer stated that the issue was resolved after the reagent lot was switched to rf reagent lot m106133 on (B)(6) 2011. A service request was not generated as customer stated that the issue was reagent-specific.

Manufacturer narrative:
The issue appears to be reagent-specific as the issue was resolved when customer changed the reagent lot. Calibration and quality control reports provided by customer appear to be acceptable. Customer has not reported any further issues. Customer could not specify which reagent lot was used for each of the patient results on three different dates: (B)(6) 2011 (on which this report was based), (B)(6) 2011, and (B)(6) 2011. Please note that two additional medical device reports were submitted based on the complaint for patient results generated on the two other dates. The medwatch numbers for those reports are #2050012-2011-08186 (beckman coulter, inc. Report identifier (B)(4)) and #2050012-2011-08187 (beckman coulter, inc. Report identifier (B)(4)). Also, the information provided pertains to reagent lot m101865. As for lot m012376, the date of manufacture is 03/31/2011, and the expiration date is 03/31/2013. (B)(4).